Manufacturer narrative:
The site has indicated that the pump is going to be returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product is in route.

Manufacturer narrative:
Pump (B)(4) was returned for evaluation. The reported complaint event code "inadequate flow rate" could not be replicated. Visual inspection revealed a region of slightly altered surface finish at the perimeter of the inferior surface of the impeller measuring 15 x 10 mm. No dimensional or functional issues that may have caused or contributed to the reported event were observed during analysis of returned unit. Independent pathologic evaluation did not reveal the presence of thrombus and was unremarkable. The reported event (inadequate flow rate) was confirmed through a review of the controller log analysis. The sudden sustained decrease in flow may be due to an occlusion event or change in patient state; however, the cause of the inadequate flow rate cannot be conclusively determined. The device malfunction was unconfirmed; there is no evidence to suggest that the device caused or contributed to the reported event. For general information: log file analysis review date (B)(4) 2014. Data through (B)(4) 2014. Power consumption below normal operating range. 1 low flow alarm was logged on (B)(4) 2014 at 05:51:50. The low flow alarm limit is currently set to 2.0 lpm. A sudden and sustained decreased in estimated vad flow was observed on (B)(4) 2014. The decrease in estimated flow magnitude was approximately 3.7 lpm. Parameters are below the normal operating range. There is no indication that the device malfunctioned, the patient condition may have caused or contributed to the event. Serious and life threatening adverse events, including death and stroke have been associated with use of this device as outlined in the instructions for use (IFU). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with very low flow and power. Presumed inflow or outflow obstruction confirmed in preliminary log files review. Pump exchanged yesterday. No other information was reported.